Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had low blood pressure, they felt dizzy and lost consciousness. They woke up in a cold sweat and realized this had made their pod fall off and caused the cannula to dislodge. The patient was taken to the hospital and was diagnosed with blood glucose (bg) values that dropped to less than 70 mg/dl. For treatment, the patient was given no insulin and no further information has been provided about the hospital visit. The pod had been worn between 1 and 4 hours on the leg.